Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an over corrected cylinder and flipped axis of astigmatism. The customer claimed that this much overcorrection is abnormal.

Manufacturer narrative:
Device history records (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. Review of the logfile for the day of treatment showed no error messages or warnings. During the start-up in the morning, the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy, eyetracker and fluence test without any issue. The logfile showed multiple successfully performed treatments. The user performed an energy check in the morning. The corresponding treatment was at night. It is recommended that an energy test is performed before each patient according to the user manual. The treatment could be identified in the logfile. The corresponding treatment was performed without interruption. No abnormalities or deviations could be detected in the logfiles which could contribute the reported issue. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. No technical root cause was identified. According to logfile review the product was found to be within specifications. The manufacturer internal reference number is: 2020-12003